Event description:
Asr revision reported by sales rep. Asr xl - right hip. Reason for revision: aseptic loosening of asr cup, surgeon explanted and revised with pinnacle altrx.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Litigation documents received. Patient underwent a revision to address pain, elevated metal ions. During revision, fluid in the hip joint, fibrinous material in the hip capsule, and significant corrosion was noted.